Manufacturer narrative:
Results: the cat6 was ovalized approximately 39.0 cm from the hub. The device was kinked approximately 87.0 cm from the hub. Conclusions: evaluation of the returned cat6 confirmed a kink. If the cat6 is forcefully mishandled at extreme angles while inserting the device over a guidewire, damage such as a kink may occur. Further evaluation revealed an ovalization. This damage was likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed while advancing an indigo system aspiration catheter 6 (cat6) onto a guidewire, it was noted that it was kinked. The damage to the cat6 was found prior to use and therefore, it was not used in the procedure. The procedure was completed using a new cat6.